Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort with the balloon of this artificial urinary sphincter, since it was originally placed very superficially and could be seen and felt in the abdomen. A revision surgery was performed to remove and replace the balloon and the pump. There were no device issues and no further patient complications reported.